Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. The physician used lubrication and was able to successfully insert the lead. The electrical values were tested and were found within range. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).